Manufacturer narrative:
One cadd ms3 pump was returned for analysis. During investigation, the customer's stated problem was verified. The device displayed error 77, and the motor was not functioning properly causing the pump to alarm. Service will replace the pump faulty motor. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was alarming. It was reported that the pump alarmed 3 times at night and it notified to change the cartridge. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patients due to the reported event.